Manufacturer narrative:
Approximate age of device- 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported during log file analysis there were speed drops below the set low speed while the device was connected to the mpu. There were also power elevations. This type of behavior has been linked to potential issues with the percutaneous lead. Yellow wrench alarms due to driveline faults were also observed. No additional information was provided.

Manufacturer narrative:
The evaluation of the submitted log files confirmed multiple speed drops, as well as, yellow wrench advisories associated with driveline faults; however, a specific cause could not be conclusively determined. The account submitted log files for review. Analysis of the submitted log files captured 27 low-speed events, as low as 7000 rpm, on 10apr2019 between 10:04 pm and 10:10 pm. All of the events occurred while the system was operating on the mpu. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Transient power elevations were captured throughout the entirety of the log file. Beginning on 10apr2019 at 11:38 pm, 173 yellow wrench advisories associated with 173 driveline faults were captured. These driveline faults appeared to result from an issue with phase 1. The other phases did not appear to contribute to the fault. The controller was exchanged, and the pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on lvad support and no additional complaints have been reported at this time. Multiple attempts for additional information were made and no further detail was provided. The heartmate ii lvas IFU contains information regarding pump speed, power, flow, and pi. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event